Event description:
Coagulation strip lot 281a which carries expiration date of 09/30/2007 was used on three pts. Each time the coagucheck meter uf0233388 was used a reading of >8.0 was given. Each pt was sent for a lab, which all came back significantly lower -like 3.8-. One pt was told to hold her medication dose and given this could easily throw a blood clot. When the hot line was called to report the events we were told the strips were on back order pending an investigation of a quality issue. How can this product be on the market? Does it actually take a pt event such as something debilitating or a death to bring issues like this to light? Please contact the MFR- roche diagnostics to see what this quality issue is. I'm sure this product is used in all sorts of clinic and hosp settings. We have had a few similar issues in the past that we reported to the company and they just replaced our product and sent new. We don't even get a follow up to the product we send back to be tested.